Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction. It was reported that the device had been shocking the patient on and off for years and it was supposed to be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.